Manufacturer narrative:
Root cause of the discordant advia centaur tni-ultra result cannot be determined. A siemens service engineer went on site and found the sample pre-dispense position very dirty. He cleaned the dispense and pre-dispense positions. The engineer checked the fluid lines and the aspiration and reagent probes. No conclusions can be drawn. The summary and explanation of the test section of the instruction for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi."

Event description:
Customer observed an elevated advia centaur troponin ultra (tni-ultra) result that did not repeat upon re-testing on the same advia centaur or another advia centaur. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur tni-ultra result.